Manufacturer narrative:
During an on site visit the field service engineer (fse) replaced multiple parts and performed system check. System meets specifications. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications on this day. However the reported primary energy error could not be confirmed on the reported day. A messaged showed a secondary energy out of range. This message requires an energy check. The user performed an energy check and successfully performed the following treatments for the day. No error messages on the day of the reported event. The root cause is worn out optic parts . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported energy errors during refractive ablation. All procedures were completed without patient harm.